Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The patient previously had endocarditis that healed. A ntw clip was chosen for implantation. When the deployed a2p2, a perforation was noted on the leaflets thought to be due to the prior endocarditis. Approximating the leaflets together made the perforation more visible. Mr was reduced to grade 2. There were no malfunctions or issues with the ntw clip or steerable guide catheter. The patient was reported discharged.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue injury (leaflet perforation) is due to the prior endocarditis and is therefore related to patient conditions. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.